Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was alleged that the battery compartment was damaged and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/13/2016 with the following findings: during investigation, moisture was found in the battery compartment. A leak test was performed and failed due to a crack in the battery compartment at the threads to the left side of the grip pad. The pump was opened to find no moisture. The battery compartment was also cracked from the case seal to the grip pad. A leak was not found at this location.